Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 19-jul-2007, UDI#: (B)(4). \ if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient was in an unrelated surgery and the hcp cut the catheter inadvertently. The catheter was tied off and the pump was sent to minimum rate until they can repair the catheter. No further complications were anticipated/reported.